Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that during an unspecified carotid angioplasty, an indeflator syringe was noticed filling with air, and the handle had difficulty turning. Also, the guide wire rotator [torque device] had difficulty turning the unspecified guide wire as expected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.